Event description:
Customer reports becoming pregnant and subsequently developing a recurrent hernia approx 5 yrs following a gastric bypass procedure with a hernia repair. The customer indicates that the surgeon wants to re-operate to repair the hernia.

Manufacturer narrative:
A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.